Manufacturer narrative:
Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 7/10/13, including records for motorcycle crash; resulting in laparotomy/splenectomy, previous incisional hernia repair post laparotomy/splenectomy; were not provided. (B)(6) 2013: (B)(6) hospital. (B)(6), md. Operative report. Pre/postop diagnosis: large complex incarcerated incisional hernia. Procedure: laparoscopic, converted to open repair of large incarcerated incisional hernia. Indication: this is a 32-year-old gentleman who reported with a large, complex, recurrent incisional/ventral hernia. After discussion with the patient concerning the risks and benefits, the decision was made to proceed with repair. The plan was to proceed with possible laparoscopic repair, but the patient understood the likelihood of converting to open. Operative findings: large complex hernia with multiple loops of incarcerated bowel. The hernia projected from the umbilicus to just below the xiphoid. Severe adhesions along the entire anterior abdominal wall. Conversion to open repair based upon size and location of defect with inability to accommodate appropriate overlay and tacking laparoscopically. Operative description: ¿after informed consent was obtained, the patient was taken to the operating room and placed in the supine position. General anesthesia was induced, and the patient¿s abdomen was prepped and draped in a sterile fashion. After infiltration of a local anesthetic, a stab incision was made in the left upper quadrant. A veress needle was placed in position. The abdomen was insufflated. A 5 mm optiview trocar was placed in the left flank. Visualization and placement of the trocar was exceptionally difficult due to severe adhesions along the anterior abdominal wall. Two additional 5 mm trocars were placed along left superior and inferior flank. Three trocars were placed along the right flank, and an additional 5 mm trocar was placed in the suprapubic position. Again, placement of these trocars was exceptionally difficult due to dense adhesions through the entire abdomen. Careful dissection revealed and [sic] exceedingly complex hernia. Once dissection of the hernia was made, the defect was noted to be essentially two defects. A small umbilical hernia with a prior mesh just superior to this that was still in place. Just superior to this mesh, there was an extremely large defect that projected to just below the xiphoid. Due to the location and size of the hernia, the decision was made to convert to open. Please note that placement of the trocars and dissection of the incarcerated contents was exceptionally difficult and took well over an hour. Once the decision was made to proceed in an open fashion, an incision was made along the patient¿s prior midline incision. The abdomen was entered. Careful dissection was utilized to free the left and right margin of the fascia. Inferiorly the prior mesh was transected to allow for a single defect. The majority of the prior mesh was removed, and a 24 x 18 cm piece of gore dualmesh was then placed in position and secured with interrupted prolene suture. Significant dissection prior to placement of the mesh was utilized to free the lateral margin overlying the remaining fascia. A very large hernia sac was also excised from each side of the incision. The hernia sac was passed off as specimen. Again, the gore dualmesh was secured with interrupted prolene suture. With the gore dualmesh in place, a primary closure overlying the mesh was accomplished with running vicryl suture. A large flat jackson-pratt drain was placed in the subcutaneous (site of large hernia sac excision). The drain was exited through one of the right sided trocar sites. The drain was secured with silk suture. The skin was then reapproximated with a combination of staples and 4-0 nylon. Sterile dressings were applied and the patient¿s anesthetic agents were reversed. The patient was extubated prior to being taken to pacu.¿ specimens: hernia sac with part of old mesh as well as a small portion of omentum. Estimated blood loss: 200 ml. Drains: 1. Jackson-pratt drain in subcutaneous tissue. 2. Foley catheter. Complications: none. Condition: the patient remained in stable condition throughout the procedure. [Missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2013 procedure was not provided.] (B)(6) 2013: (B)(6) hospital. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp06. Lot batch code: 9109801. W.l. Gore & associates. 18 x 24 cm. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/9109801) was implanted during the procedure. (B)(6) 2013: (B)(6) hospital. (B)(6), md. Discharge summary. Discharge dx: pneumonia; incisional hernia. Hospital course: underwent laparoscopic, converted to open repair of incarcerated incisional hernia. Postop course complicated by pneumonia. Treated, vanc/zosyn. Continued to improve, deemed appropriate for discharge on po antibiotics. D/c instructions: activity: light duty, non strenuous. No lifting greater than 10 pounds. Records between (B)(6) 2013 and (B)(6) 2015 were not provided. 01/14/15: (B)(6) hospital. (B)(6), md. Operative report. Pre/postop diagnosis: recurrent incisional hernia. Procedure: incisional hernia repair with mesh. Specimen: mesh and hernia sac. Blood loss: 350 ml. Indications: patient is a 34 year-old male who had a motorcycle crash in 2008, underwent a laparotomy and a splenectomy at the university of louisville. He developed a hernia in his midline incision. This was repaired at u of l. He developed a recurrent hernia which was repaired by dr. Reid in 2013. He has subsequently developed another hernia. Description of procedure: ¿the patient was given 2 gm of ancef IV just prior to the procedure. He had scd¿s placed on his calves. After induction of anesthesia, the abdomen was prepped with chloraprep and draped. The patient¿s midline incision was opened. I continued through the subcutaneous tissue with electrocautery down to the low midline fascia. I then continued up sharply to the hernia sac. The hernia sac was dissected down to the fascia. The hernia sac was opened. The lower midline fascia and mesh was divided. The mesh was then taken off the abdominal wall. There were both spiral tacks and prolene sutures. The mesh was completely taken off the left side of the abdomen. The dissection was then continued cephalad, excising the hernia sac. This was then repeated on the right side. There were significant adhesions between the small bowel and the peritoneal surface all the way to the fascial edge. The small bowel adhesions were sharply lysed. Ultimately the entire small bowel was freed up. The bowel was then inspected from the terminal ileum to the ligament of treitz and back to make sure there were no enterotomies. The midline fascia was then incised starting on the left side. A plane was developed posterior to the rectus muscle all the way from the ribs distally to the pubis. Crossing perforating vessels were cauterized. A plane was likewise developed on the patient¿s right side. The posterior rectus sheath and peritoneum were approximated with running 0 pds sutures. A six inch wide piece of marlex mesh was then placed from the ribcage to the pubis. Before securing the mesh, it was noted the anterior rectus sheath could not be brought together without significant tension. A plane was developed anterior to the fascia out to the external oblique. The external oblique was incised the full length of the abdomen to allow medial mobilization. When this was done bilaterally, the anterior rectus sheath easily reached. The mesh was then secured along both edges and as well as proximally and distally with interrupted 0 pds sutures. The anterior rectus fascia was then approximated with running 0 pds sutures. Prior to closing, a 19 round blake drain was placed anterior to the mesh and a second 19 round jp drain placed anterior to the fascia below the subcutaneous tissue. These were brought out through separate upper abdominal stab incisions. The anterior rectus fascia was then approximated with running 0 pds sutures. The subcutaneous tissue was approximated with running 2-0 vicryl suture. The wound was then irrigated and the skin was closed with staples. The two drains were secured with 0 silk sutures.¿ [missing records: records for the laparotomy/splenectomy performed in 2008 as well as the operative report for the subsequent incisional hernia repair were not provided.] (B)(6) 2015: pathgroup. (B)(6), md. Pathology report. Accession #: (B)(4). Diagnosis: specimen designated ¿old retained mesh¿: dense fibrous tissue with chronic inflammation and foreign body giant cell reaction to foreign material. Old hemorrhage. Hernia sac. Gross description: single specimen labeled ¿old retained mesh with¿, clinically incisional hernia repair. This consists of indurated soft tissue associated with foreign material characteristic of mesh. The aggregate dimension is 20 x 17 cm. Multiple cross sections are performed and there is indurated focally hemorrhagic soft tissue without evidence of mass lesion. Dense scar tissue is present around the gross mesh. All of these features are sampled in cassettes a and b. Microscopic description: microscopic examination was performed. Procedure: incisional hernia repair. Clinical history: incisional hernia. Specimen list: old retained mesh. (B)(6) 2015: (B)(6) hospital. (B)(6), md. Discharge summary. Diagnosis: incisional hernia. Hospital course: incarcerated incisional hernia with no evidence of strangulation; underwent an open incisional hernia repair with mesh. Taught to care for jp drains, will record output. Has been instructed to return to the office or the emergency department should he develop fevers, chills, changes in incision, shortness of breath, or cough. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2013:(B)(6). Radiology ¿ CT abdomen/pelvis. Indication: incisional hernia. Impression: increase in size and amount of bowel within midline anterior abdominal wall hernia above the level of superior margin of hernia mesh. Hernia sac continues to contain loops of both small and large bowel. Apparent increase in size in fat only containing hernias more superiorly of midline anterior abdominal wall. Otherwise stable changes of prior hernia mesh repair with stable fat only containing umbilical hernia. (B)(6) 2013:(B)(6). Pathology report. Accession #: 13-tc-003596. Diagnosis: hernia sac with mesh and fragments of omentum from incisional hernia: hernia sac with fibrosis and chronic inflammation. Omental tissue surrounding mesh demonstrates fibrosis, degenerative change, and chronic inflammation. Gross description: single specimen labeled ¿omentum, hernia sac and old mesh, clinically recurrent incisional/ umbilical hernia¿ consists of multiple soft tissues mostly adipose soft tissue. The aggregate measurement is 25 x 20 cm. Much of the adipose tissue is edematous and variably indurated adherent to sac-like connective tissue consistent with hernia sac, this sampled in cassette a. There are no visceral contents identified. The most indurated portions of specimen are fibroadipose tissue with embedded mesh with fibrosis of soft tissue surrounding the mesh. One cross section for documentation, b. The remainder of the serial sections show variable fat necrosis and soft tissue fibrosis, this sampled in c. No visceral contents identified. Microscopic description: microscopic examination was performed. Procedure: incision hernia repair. Clinical history: recurrent incisional/ umbilical hernias. Specimen list: old mesh, hernia sac, omentum. (B)(6) 2013:(B)(6). Progress notes. Impression/plan: leukocytosis-somewhat higher than would be expected post-operatively. (B)(6) 2013: (B)(6). Nurse notes. Incision site: abdomen. Staples, surgipad clean, dry, intact. Jackson-pratt drain right lower quadrant, serosang drainage. (B)(6) 2013:(B)(6). Progress notes. Impression/plan: leukocytosis-isolated temperature to 101.5 yesterday, otherwise afebrile. Possible intra-abdominal injury. Post-operative ileus. (B)(6) 2013:(B)(6). Radiology ¿ CT abdomen/pelvis/chest. Indication: status post incisional hernia repair, persistent leukocytosis, abnormality on radiograph. Findings: status post anterior abdominal wall hernia repair with mesh extending from level of xiphoid process to level below umbilicus. Impression: recent postoperative changes from anterior abdominal wall large hernia repair with no evidence of recurrent hernia. Trace amounts postoperative pneumoperitoneum, but no complicating features are suggested. No evidence intraabdominal or pelvic abscess formation. (B)(6) 2013:(B)(6). Nurse notes. Incision still well approximated with staples. Small umbilical hernia present. (B)(6) 2013:(B)(6). Nurse notes. Small amount drainage noted from middle of incision. (B)(6) 2013: (B)(6). (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: right upper quadrant pain. Findings: evidence of mesh repair in anterior abdominal wall with overlying surgical scar. Impression: post-surgical changes in region of anterior abdominal wall repair may all represent scarring. Inferiorly, greater prominence of fat stranding may reflect inflammation. Small fluid collection is also present here possibly representing postoperative seroma, hematoma or tiny abscess. (B)(6) 2015: (B)(6). Emergency room visit. Yesterday he fell and re-injured his abdomen. Has actually been having some abdominal pain ongoing for a while. Became worse 2 days ago. Abdomen: scars noted just to right of midline, also some protuberance in right upper abdomen in mid-portion of scar. Moderate abdominal tenderness in this area of protuberance. Admit. (B)(6) 2015: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: possible hernia. Findings: a surgical mesh in upper abdominal wall. Impression: upper abdominal wall defect containing incarcerated/non strangulated large bowel. This defect either involves the superior portion of the surgical mesh at this level or is above the level of the surgical mesh. (B)(6) 2015: (B)(6). Short stay note. Admit date: (B)(6) 2015. Abdominal pain. Was found to have an incarcerated incisional hernia. He does have previous mesh placed on first hernia repair 2013 from (B)(6). States hernia recurred very shortly after his incisional hernia repair in 2013. Impression/plan: incarcerated incisional hernia, no evidence strangulation. Wbc elevated. Proceed with incisional hernia repair with possible mesh and possible component separation 2 days from now, discharge home in meantime. Procedure explained to patient including risks of bleeding, infection, bowel injury, recurrent hernia. (B)(6) 2015: (B)(6). [Signature illegible]. Postoperative progress note. Findings: ¿incisional hernia.¿ procedure: open incisional hernia repair. Specimen removed: ¿retained mesh/hernia.¿ postoperative diagnosis: see findings. Surgeon: dr. Persson. Implant sticker. Bard mesh. Size: 10 x 14. (B)(6) 2015: (B)(6). Implant record. Mesh prolene 10x 14. Bard hospital div. Abdomen. (B)(6) 2015: (B)(6). Nurse notes. Midline abdominal incision without redness, drainage. Meplix intact, abdominal binder in place. Jackson-pratt drain x 2 to abdominal upper and lower incision. (B)(6) 2015 [assigned]: [facility ni]. Discharge instructions. Activity: no lifting more a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated result code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect- clinical codes h6: updated investigation findings h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact medical device component: g04088: membrane the investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 1932, 2240, 3191: other used for ¿scarring¿ and ¿foreign giant cell reaction¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6), 2013 through (B)(6), 2015 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: ¿ smoking: (B)(6) 2015: 1 pack daily. ¿ morbid obesity: (B)(6) 20/13: weight 320 lbs., bmi 45.9 ¿ 2008: motorcycle crash. ¿ (B)(6) 2013: small fluid collection present possibly representing postoperative seroma, hematoma or tiny abscess ¿ (B)(6) 2015: fell, re-injured abdomen. Protuberance right upper abdomen. ¿ (B)(6) 2015: history of gastroesophageal reflux disease (gerd). Surgical procedures: 2008: laparotomy and splenectomy unknown date: incisional hernia repair post laparotomy/splenectomy (B)(6) 2013: laparoscopic, converted to open repair of large incarcerated incisional hernia. Severe adhesions along the entire anterior abdominal wall. Implant: gore® dualmesh® plus biomaterial. 1/14/15: incisional hernia repair with mesh [marlex] implant preoperative complaints: ¿ (B)(6) 2013: CT abdomen/pelvis [a/p]. ¿indication: incisional hernia. Impression: increase in size and amount of bowel within midline anterior abdominal wall hernia above the level of superior margin of hernia mesh. Hernia sac continues to contain loops of both small and large bowel. Apparent increase in size in fat only containing hernias more superiorly of midline anterior abdominal wall. Otherwise, stable changes of prior hernia mesh repair with stable fat only containing umbilical hernia.¿ ¿ (B)(6) 2013: ¿indication: this is a 32-year-old gentleman who reported with a large, complex, recurrent incisional/ventral hernia. The plan was to proceed with possible laparoscopic repair, but the patient understood the likelihood of converting to open.¿ implant procedure: laparoscopic, converted to open repair of large incarcerated incisional hernia [implant: gore® dualmesh® plus biomaterial, 1dlmcp06/9109801, 18 cm x 24 cm x 1 mm thick]. Implant date: (B)(6), 2013 [hospitalization (B)(6), 2013 through (B)(6), 2013] ¿ findings: ¿large complex hernia with multiple loops of incarcerated bowel. The hernia projected from the umbilicus to just below the xiphoid. Severe adhesions along the entire anterior abdominal wall. Conversion to open repair based upon size and location of defect with inability to accommodate appropriate overlay and tacking laparoscopically.¿ ¿ description of hernia being treated: ¿after infiltration of a local anesthetic, a stab incision was made in the left upper quadrant. A veress needle was placed in position. The abdomen was insufflated. A 5 mm optiview trocar was placed in the left flank. Visualization and placement of the trocar was exceptionally difficult due to severe adhesions along the anterior abdominal wall. Two additional 5 mm trocars were placed along left superior and inferior flank. Three trocars were placed along the right flank, and an additional 5 mm trocar was placed in the suprapubic position. Again, placement of these trocars was exceptionally difficult due to dense adhesions through the entire abdomen. Careful dissection revealed and [sic] exceedingly complex hernia. Once dissection of the hernia was made, the defect was noted to be essentially two defects. A small umbilical hernia with a prior mesh just superior to this that was still in place. Just superior to this mesh, there was an extremely large defect that projected to just below the xiphoid. Due to the location and size of the hernia, the decision was made to convert to open. Please note that placement of the trocars and dissection of the incarcerated contents was exceptionally difficult and took well over an hour. Once the decision was made to proceed in an open fashion, an incision was made along the patient¿s prior midline incision. The abdomen was entered. Careful dissection was utilized to free the left and right margin of the fascia. Inferiorly the prior mesh was transected to allow for a single defect.¿ ¿ implant size and fixation: ¿the majority of the prior mesh was removed, and a 24 x 18 cm piece of gore dualmesh was then placed in position and secured with interrupted prolene suture. Significant dissection prior to placement of the mesh was utilized to free the lateral margin overlying the remaining fascia. A very large hernia sac was also excised from each side of the incision. The hernia sac was passed off as specimen. Again, the gore dualmesh was secured with interrupted prolene suture. With the gore dualmesh in place, a primary closure overlying the mesh was accomplished with running vicryl suture. A large flat jackson-pratt drain was placed in the subcutaneous (site of large hernia sac excision). The drain was exited through one of the right sided trocar sites. The drain was secured with silk suture. The skin was then reapproximated with a combination of staples and 4-0 nylon. Specimens: hernia sac with part of old mesh as well as a small portion of omentum.¿ (B)(6) 2013: pathology. ¿diagnosis: hernia sac with mesh and fragments of omentum from incisional hernia: hernia sac with fibrosis and chronic inflammation. Omental tissue surrounding mesh demonstrates fibrosis, degenerative change, and chronic inflammation. Gross description: single specimen labeled ¿omentum, hernia sac and old mesh, clinically recurrent incisional/ umbilical hernia¿ consists of multiple soft tissues mostly adipose soft tissue. The aggregate measurement is 25 x 20 cm. Much of the adipose tissue is edematous and variably indurated adherent to sac-like connective tissue consistent with hernia sac, this sampled in cassette a. There are no visceral contents identified. The most indurated portions of specimen are fibroadipose tissue with embedded mesh with fibrosis of soft tissue surrounding the mesh. One cross section for documentation, b. The remainder of the serial sections show variable fat necrosis and soft tissue fibrosis, this sampled in c. No visceral contents identified. Microscopic description: microscopic examination was performed.¿ (B)(6) 2013: ¿leukocytosis-somewhat higher than would be expected post-operatively.¿ (B)(6) 2013: ¿incision site: abdomen. Staples, surgipad clean, dry, intact. Jackson-pratt drain right lower quadrant, serosang drainage.¿ (B)(6) 2013: ¿leukocytosis-isolated temperature to 101.5 yesterday, otherwise afebrile. Possible intra-abdominal injury. Post-operative ileus.¿ (B)(6) 2013: CT a/p/chest. ¿indication: status post incisional hernia repair, persistent leukocytosis, abnormality on radiograph. Findings: status post anterior abdominal wall hernia repair with mesh extending from level of xiphoid process to level below umbilicus. Impression: recent postoperative changes from anterior abdominal wall large hernia repair with no evidence of recurrent hernia. Trace amounts postoperative pneumoperitoneum, but no complicating features are suggested. No evidence intraabdominal or pelvic abscess formation.¿ (B)(6) 2013: ¿incision still well approximated with staples. Small umbilical hernia present.¿ (B)(6) 2013: ¿small amount drainage noted from middle of incision.¿ (B)(6) 2013: discharge summary. ¿hospital course: underwent laparoscopic, converted to open repair of incarcerated incisional hernia. Postop course complicated by pneumonia. Treated, vanc/zosyn. Continued to improve, deemed appropriate for discharge on po antibiotics. D/c instructions: activity: light duty, non-strenuous. No lifting greater than 10 pounds.¿ relevant medical information: ¿ (B)(6) 2013: CT a/p. ¿indication: right upper quadrant pain. Findings: evidence of mesh repair in anterior abdominal wall with overlying surgical scar. Impression: post-surgical changes in region of anterior abdominal wall repair may all represent scarring. Inferiorly, greater prominence of fat stranding may reflect inflammation. Small fluid collection is also present here possibly representing postoperative seroma, hematoma or tiny abscess.¿ explant preoperative complaints: ¿ (B)(6) 2015: emergency room. ¿yesterday he fell and re-injured his abdomen. Has actually been having some abdominal pain ongoing for a while. Became worse 2 days ago. Abdomen: scars noted just to right of midline, also some protuberance in right upper abdomen in mid-portion of scar. Moderate abdominal tenderness in this area of protuberance. Admit.¿ ¿ (B)(6) 2015: CT a/p. ¿indication: possible hernia. Findings: a surgical mesh in upper abdominal wall. Impression: upper abdominal wall defect containing incarcerated/non strangulated large bowel. This defect either involves the superior portion of the surgical mesh at this level or is above the level of the surgical mesh.¿ ¿ inpatient short stay hospitalization [hospitalization (B)(6), 2015] (B)(6) 2015: ¿abdominal pain. Was found to have an incarcerated incisional hernia. He does have previous mesh placed on first hernia repair 2013 from louisville. States hernia recurred very shortly after his incisional hernia repair in 2013. Impression/plan: incarcerated incisional hernia, no evidence strangulation. Wbc elevated. Proceed with incisional hernia repair with possible mesh and possible component separation 2 days from now, discharge home in meantime.¿ ¿ (B)(6) 2015: ¿indications: patient is a 34-year-old male who had a motorcycle crash in 2008, underwent a laparotomy and a splenectomy at the university of (B)(6). He developed a hernia in his midline incision. This was repaired at u of l. He developed a recurrent hernia which was repaired in 2013. He has subsequently developed another hernia.¿ ¿ (B)(6) 2015: ¿pre/postop diagnosis: recurrent incisional hernia.¿ explant procedure: incisional hernia repair with mesh. Explant date: (B)(6), 2015 [hospitalization (B)(6), 2015 through (B)(6), 2015] ¿ (B)(6) 2015: ¿the patient¿s midline incision was opened. I continued through the subcutaneous tissue with electrocautery down to the low midline fascia. I then continued up sharply to the hernia sac. The hernia sac was dissected down to the fascia. The hernia sac was opened. The lower midline fascia and mesh was divided. The mesh was then taken off the abdominal wall. There were both spiral tacks and prolene sutures. The mesh was completely taken off the left side of the abdomen. The dissection was then continued cephalad, excising the hernia sac. This was then repeated on the right side. There were significant adhesions between the small bowel and the peritoneal surface all the way to the fascial edge. The small bowel adhesions were sharply lysed. Ultimately the entire small bowel was freed up. The bowel was then inspected from the terminal ileum to the ligament of treitz and back to make sure there were no enterotomies. The midline fascia was then incised starting on the left side. A plane was developed posterior to the rectus muscle all the way from the ribs distally to the pubis. Crossing perforating vessels were cauterized. A plane was likewise developed on the patient¿s right side. The posterior rectus sheath and peritoneum were approximated with running 0 pds sutures. A six inch wide piece of marlex mesh was then placed from the ribcage to the pubis. Before securing the mesh, it was noted the anterior rectus sheath could not be brought together without significant tension. A plane was developed anterior to the fascia out to the external oblique. The external oblique was incised the full length of the abdomen to allow medial mobilization. When this was done bilaterally, the anterior rectus sheath easily reached. The mesh was then secured along both edges and as well as proximally and distally with interrupted 0 pds sutures. The anterior rectus fascia was then approximated with running 0 pds sutures. Prior to closing, a 19 round blake drain was placed anterior to the mesh and a second 19 round jp drain placed anterior to the fascia below the subcutaneous tissue. These were brought out through separate upper abdominal stab incisions. The anterior rectus fascia was then approximated with running 0 pds sutures. The subcutaneous tissue was approximated with running 2-0 vicryl suture. The wound was then irrigated and the skin was closed with staples. The two drains were secured with 0 silk sutures.¿ (B)(6) 2015: implant record. ¿mesh prolene 10 x 14. Bard hospital div. Abdomen.¿ (B)(6) 2015: pathology. ¿diagnosis: specimen designated ¿old retained mesh¿: dense fibrous tissue with chronic inflammation and foreign body giant cell reaction to foreign material. Old hemorrhage. Hernia sac. Gross description: single specimen labeled ¿old retained mesh with¿, clinically incisional hernia repair. This consists of indurated soft tissue associated with foreign material characteristic of mesh. The aggregate dimension is 20 x 17 cm. Multiple cross sections are performed and there is indurated focally hemorrhagic soft tissue without evidence of mass lesion. Dense scar tissue is present around the gross mesh. Microscopic description: microscopic examination was performed.¿ (B)(6) 2015: ¿midline abdominal incision without redness, drainage. Meplix intact, abdominal binder in place. Jackson-pratt drain x 2 to abdominal upper and lower incision.¿ (B)(6) 2015: discharge instructions. ¿activity: no lifting more than 15 pounds for 6 weeks. Skin condition: midline incision to abdomen with staples intact.¿ (B)(6) 2015: discharge summary. ¿hospital course: incarcerated incisional hernia with no evidence of strangulation; underwent an open incisional hernia repair with mesh. Taught to care for jp drains, will record output. Has been instructed to return to the office or the emergency department should he develop fevers, chills, changes in incision, shortness of breath, or cough.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 9109801. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic converted to open ventral and incisional hernia repair on (B)(6) 2013, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions to small intestine, surgery to remove mesh, hernia recurrence, scarring, foreign giant cell reaction, inflammation. Additional event specific information was not provided.